Manufacturer narrative:
Sample was discarded by the customer. No photographs of the sample were available. The customer could not confirm the bag lot number. Should additional relevant information become available, a supplemental report will be provided.

Event description:
The customer reported that one sample of total parenteral nutrition (tpn) bag product 63630 was identified with a leak prior to use by the end user. The customer reported that the bag leak was not contained to the overpouch and bag contents spilled on to a contact surface. The patient reported skin contact with the solution. No report of patient injury or medical intervention was reported as a result of this event. The patient was unable to determine the source of the leak. No photos, sample, or lot number of the impacted sample were available for review. No additional information is available at this time.